Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run while the cadd cassette was attached.

Manufacturer narrative:
Event problem and evaluation codes: updated after device evaluation. H10: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.